Event description:
Caller reported a cartridge alarm 20 with their insulin pump. There was no reported impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support confirmed previous alarms with consecutive cartridges and resolved the issue by sending the customer a replacement pump with updated software. Instructions were provided for storage mode and the return of the defective pump. The customer was informed about the steps for using the replacement pump and acknowledged the information provided.